Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature issue with the pump. Reportedly, there was damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 01/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/22/2015 with the following findings: a review of the black box did not reveal any drastic voltage fluctuations or errors, alarms, and warnings related to the complaint. The pump powered on normally and current draws were within required specifications. The battery compartment was cracked. There was no moisture found in the battery compartment. The pump casing was removed and no internal defects were found. The allegation of a temperature issue could not be confirmed or duplicated on investigation. (B)(4).